Event description:
Affiliate reported that the patient was implanted with the sensor after the sensor adjusted to zero. After implantation the pressure rose to 260mmhg. As a result, the device was revised and the pressure reading was normal.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint was evaluated by the supplier. During the evaluation, a review of the quality records was conducted and prior to distribution, this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: catheter received in a drainage tube. Sensor obstructed by the drainage tube. Silicone on the sensor area. Sensor can't be balanced. Several kinks in catheter material along catheter body. No testing was possible. The device was then reviewed/evaluated by the manufacturing engineer and manufacturing supervisor. It was confirmed that the sensor was obstructed by the drainage tubing. Complaint was confirmed and operators were retrained. A complaints records review for the last five years was conducted. It was verified that at the present date this is the first complaint reported for this type of issue, and it is considered to be an isolated incident.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. Investigation in process.